Event description:
Currently, very little info available. Implantation of cmc spacer in 2008. Persistant pain. Explant received in 2009.

Manufacturer narrative:
Investigation is ongoing. No info available yet.